Event description:
Placed a service call with current OEM vendor livanova for service on a livanova system 3t. Vendor arrived on site and could not repair the system because a part is not available. Vendor stated part is no longer made and none in stock or available.